Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm, vticm5_13.2, -7.00/1.5/095 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to observation of elevated iop (intraocular pressure) and significant reduction of irido-corneal angles. This explant resolved the problem. The surgeon and patient are considering implanting a new lens after three or four months.